Manufacturer narrative:
The initial reportability was assess as non-reportable, per zoll edc-2374 - ivtm medical device reporting policy, ref# d-16, this event is not considered a reportable malfunction because this failure would not prevent appropriate therapy from being delivered. However, on june 22, 2020, zoll received medwatch report #mw5094855. Therefore, this submission was created to response to FDA. The catheter associated with this complaint was not returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
On june 03, 2020. Zoll received a complaint: during ivtm therapy, customer reported that the solex 7 catheter (lot #144668) would not draw back blood nor flush. The physician noted that placement of the solex 7 catheter was smooth in the patient's right internal jugular. The solex 7 catheter was removed by the physician and observed the serpentine balloons looked sheered or damaged but no statement saying the balloons appeared broken or torn. No x-ray was performed and unknown what lures were used to draw or plush blood. It is unknown how long the catheter was in before the customer attempted to draw blood or flush catheter. Ivtm therapy continued with unknown zoll catheter type. No consequences or impact to patient was reported. The initial reportability was assess as non-reportable, however, on june 22, 2020, zoll received medwatch report-mw5094855. Per medwatch-mw5094855, initial attempt was jugular with the temperature sensing probe. Us guidance used. The wire was placed without issue, and central line was slipped over the wire without issue. The wire was then removed and was found to be intact and not bent or kinked. The line would not flush or draw back so eventually was pulled. At that point the lumen of the central line was noted to be damaged. The plastic covering the temperature sensing probe was shredded. Unsure what caused the issue as the wire placement and the threading of the line over the wire was smooth. Working in the yard in the morning afterwards while sitting on his computer passed out, patient was found unresponsive by ems. Per chart was unresponsive for about 15 minutes. CPR started. Patient received 3 shocks. Noted to be in vfib. Received 3 rounds of epi. Started on lidocaine drip. No prior history of coronary artery disease. Has history of hypertension hypercholesterolemia.